Manufacturer narrative:
During surgery, the error message "3004-card. Heater temp. Sensor error". The getinge field service technician (fst) was onsite and checked the operation of the hcu 30 device, but the problem has not been reproduceable. The failure was already reported on the same device with the same serial number: (B)(6). There the 3 way valve and the actuarot was already checked and adjusted. According to the communication with getinge field service technician (fst) dated 2020-07-27 the actuator has been replaced on 2020-07-09. The error "3004" occurred on 2020-07-16 again. According to the e-mail from the fst on 2020-08-06 to solved the failure the 3-way valve has to be replaced. Similar component "3 way valve" was already investigated in a similar complaint no. (B)(4) on 2018-04-27 with life cycle engineering (lce) investigation report no. (B)(4): the valve was strongly polluted on the inside and on the thread. Furthermore the valve had several scratches on the outside. The pin, which is responsible for opening and closing the valve, could be moved. However in the beginning moving the pin was more difficult. This indicates that the pin could have been blocked by the pollution. After connecting the valve to an test actuator an voltage between 0 v and 10 v was applied for several times. The valve opened and closed without any failure. No malfunction was found when the valve was tested in the closed state. However, it is possible that the high level of the pollution of the valve was caused by shocks to the valve during shipping. The pin in the valve may have been therefore slackened, which is why the pin could be moved again during the investigation. The most probable root cause for the reported malfunction of the hcu 30 is the pollution of the 3-way valve. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The reported failure "3004-card. Heater temp. Sensor error" can not be confirmed. The reported failure happened during surgery. The hcu 30 which was used, was responsible for this complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint# (B)(4). It was reported that the hcu30 had the error ¿3004¿ (card. Heater temp. Sensor error) during surgery. During the surgery, the patient recovered by turning it back on. No harm to the patient.